Event description:
The complaint of battery longevity overestimation on the programmer software as a result of a battery life trend issue is an MDR reportable complaint as it indicates a malfunction of the programmer software that upon recurrence could result in an adverse event where the patient¿s implantable life supporting and/or life sustaining medical device may be replaced earlier than.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.